Event description:
Pt reports was infusing hizentra and pump stopped working. Won't wind back. Lot number and expiration date are unknown. Unknown if patient missed dose. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available.